Manufacturer narrative:
The hakim valve was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a hakim valve could not be adjusted: the patient has ventriculoperitoneal derivation since 1991. MRI exam of skull was performed on (B)(6) 2022 to treat dizziness and headache with undetermined origin after CT. An x-ray to control/check valve setting is performed before and after the exam according to internal (hospital) process. 15 x-rays exams were performed to adjust the valve by neurosurgeon. Consequences for the patient: multiplication of x-rays and CT scans for the patient between april and june 2022. Revision surgery was performed on (B)(6) 2022 as the valve did not function.